Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. The pump and catheters (8784 and 8780) were returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that the dye study showed leaking around the catheter connector. It was unknown if the patient was getting pain relief at the time of report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. Product ID 8784, serial# (B)(4),implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported evaluation method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-30. It was reported that the patient had searched on the internet for 7 hours and found out that the pump was in recall. The patient insisted that the pump be replaced, so the pump and catheter connecter were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered 20 mg/ml morphine (unknown) at 1.5 mg/day. The reason for use was not reported. It was reported that the patient had no pain relief. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included a dye study, and a catheter revision scheduled for (B)(6) 2019. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.